Event description:
It was reported the patient underwent a lead revision on (B)(6) 2021 . The physician opted to implant new lead at a higher location for better coverage of patient's pain pattern. Effective therapy was established post -op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.